Manufacturer narrative:
(B)(4). The analysis results found that a harh36 device was returned outside its original package. The device was visually inspected and no anomalies was observed. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2017. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the device's package was open and damaged when they took it from the box. No procedure involved. No patient consequences.